Event description:
Rossi et al 2016: ¿endobiliary radiofrequency for iatrogenic bile duct lesion and hilar cholangiocarcinoma¿. Off label use: stent-in-stent (t-configuration) placement. An 82-year-old man that had hilar biliary obstruction with right percutaneous internal-external biliary drainage(fig. 1a) underwent transluminal biliary forceps biopsy at the level of the hepatic hilum, resulting in iatrogenic injury(a small tear with a leak) to the bile duct with conse-quent intrahepatic collection (fig. 1b). The biopsy revealed malignant hilar cholangiocarcinoma, making the patient a candidate for palliative care. He underwent percutaneousendobiliary bipolar radiofrequency (habib®endohpb; emci-sion, london, UK) (fig. 1c) for: a) cauterizing the bile ductinjury with the persistent intrahepatic collection, and b) prolonging stent patency through partial tumor ablation and consequent tumor growth delay. In the same "operating session", the bile duct lesion was treated with endobil-iary radiofrequency and self-expandable bare metal stents with a t-configuration (10 x 80 mm zilver® biliary self-expanding stent, cook medical, bloomington, in, USA; and10 x 100 mm lcd®biliary stent, taewoong medical co.,republic of korea) were placed, resulting in significant reduction in the size of the endobiliary tumor mass (fig. 1d). Patient outcome: clinical and ultrasound follow-up at 4 months revealed no complications.

Manufacturer narrative:
PMA/510(k) #: k182980. Device evaluation: the zib device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zib devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the zib device can not be performed as the lot number is unknown. The instructions for use (ifu0040-6) states the following: ¿this device is not intended to be deployed through the wall of a previously placed or existing metal stent.¿ there is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of off-label use was identified from the available information. From the information provided it is known that the user deployed using a stent-in-stent (t-configuration) placement which is off label. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions. Facility details unknown as the source of this report is literature.

Event description:
Rossi et al 2016: ¿endobiliary radiofrequency for iatrogenic bile duct lesion and hilar cholangiocarcinoma¿. Off label use: stent-in-stent (t-configuration) placement. An (B)(6)-year-old man that had hilar biliary obstruction with right percutaneous internal-external biliary drainage(fig. 1a) underwent transluminal biliary forceps biopsy at the level of the hepatic hilum, resulting in iatrogenic injury(a small tear with a leak) to the bile duct with consequent- intrahepatic collection (fig. 1b). The biopsy revealed malignant hilar cholangiocarcinoma, making the patient a candidate for palliative care. He underwent percutaneous endobiliary bipolar radiofrequency (habib®endohpb; emcision-, london, UK) (fig. 1c) for: a) cauterizing the bile duct injury with the persistent intrahepatic collection, and b) prolonging stent patency through partial tumor ablation and consequent tumor growth delay. In the same operating session, the bile duct lesion was treated with endobil-iary radiofrequency and self-expandable bare metal stents with a t-configuration (10 x 80 mm zilver® biliary self-expanding stent, cook medical, bloomington, in, USA; and 10 x 100 mm lcd®biliary stent, taewoong medical co.,republic of korea) were placed, resulting in significant reduction in the size of the endobiliary tumor mass (fig. 1d). Patient outcome: clinical and ultrasound follow-up at 4 months revealed no complications.